Event description:
Healthcare professional reported "signs of intracapsular rupture of the implant and cysts diagnosed via MRI and ultrasound". Affected side is right. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed an opening assessed as unidentified (tear) opening. Shell thickness was within specification. ¿ cyst: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ cyst: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "signs of intracapsular rupture of the implant and cysts diagnosed via MRI and ultrasound". Affected side is right. The device has been explanted.

Event description:
Healthcare professional reported "signs of intracapsular rupture of the implant and cysts diagnosed via MRI and ultrasound". Affected side is right. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.